Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. The analyst noted that the lv lead impedance was 4047 oh 2014-(B)(4) and the lv pacing impedance warning was triggered on 2014-(B)(4) due to lead impedance greater than 3000 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead experienced high impedance from a confirmed fracture. In addition, the patient exhibited exit block. The lead fracture was localized at the sleeve fixation by fluoroscopy. The fractured part of the lead was cut off and an adaptor was attached to the end of the lead. Functionality of the lead and electrical values were examined and the repair was found to be successful. The lead remains in use. No patient complications have been reported as a result of this event.